Event description:
It was reported that the user experienced an insulin delivery occlusion while using a contact detach infusion set, which persisted until the user replaced supplies; blood glucose reportedly was not impacted, and the user wears a steel needle infusion set. No reported adverse clinical effects and blood glucose was not affected. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation of this case revealed resolution after infusion set replacement, consistent with an infusion line occlusion associated with the infusion set component rather than the pump. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion with user-led corrective action through supply change.